Manufacturer narrative:
(B)(4)-exp-2016-01-31, MFR-2015-01-31-cat-1650de. (B)(4)-exp-2016-11-30, MFR-2015-11-30-cat-1650de. (B)(4)-exp-2016-01-31, MFR-2015-01-31-cat-1650de. (B)(4)-exp-2015-10-31, MFR-2014-10-31-cat-1650de. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: d4: battery / (B)(4). H6: FDA conclusion code(s): 12, 4307 d4: battery / (B)(4). H6: FDA conclusion code(s): 12, 4307 d4: battery / (B)(4). H6: FDA results code(s): 170 h6: FDA conclusion code(s): 12, 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries, ac and or dc adapters, and back up controller available at all time. The steps for exchange of batteries and controllers and adapters are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient reports power switching. Log files were sent. It was stated that there were no effect on patient and battery was replaced. No additional information available.

Manufacturer narrative:
Batteries mfg. Date bat204603 UDI number: (B)(4) catalog: 1650de exp.date: 01-31-2016 mfg. Date: 01/19/2015 returned: 10/27/2016 (B)(4). Bat204602 UDI number: (B)(4) mfg. Date: 01/19/2015 returned: 02/10/2017 (B)(4). Bat211715 UDI number: (B)(4) mfg. Date: 11/27/2015 returned: 02/10/2017 (B)(4). Bat204047 UDI number: (B)(4) mfg. Date: 01/06/2015 returned: 02/10/2017 (B)(4). Bat201102 UDI number: (B)(4) mfg. Date: 10/03/2014 returned: 02/10/2017 (B)(4). Bat204606 UDI number: (B)(4) catalog: 1650de exp. Date: 01/31/2016 mfg. Date: 01/19/2015 returned: 02/10/2017 (B)(4). Bat217467 UDI number: (B)(4) catalog: 1650de exp. Date: 04/30/2017 mfg. Date: 04/14/2016 returned: 02/10/2017 (B)(4). It was reported that the patient was experiencing power switching events. The controller and seven batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of bat204603, bat204602, bat211715, bat204606, bat217467 and bat201102 revealed that the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the units. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat204603, bat204602, bat211715, bat204047, bat204606 and bat201102. Log file analysis also revealed a power switching event that was due to a communication error involving bat204603. Bat217467 was not involved in power switching events. An internal investigation has been open to evaluate the momentary disconnections between the controller and batteries. Analysis of bat204047 revealed that the unit failed functional testing. The battery was received inoperable. Supplemental testing revealed that there was an intermittent solder joint connection between a cell pair and the printed circuit board. The intermittent connection likely caused one of the battery cells to discharge, causing the battery to become inoperable. It's possible this observation may be related to the reported event. An internal investigation has been opened by the supplier to evaluate the soldering deficiencies and implement corrective actions as required. Analysis of the returned controller revealed that device failed visual inspection due to a loose power port 1 (ps1) connector and a loose power port 2 (ps2) connector. Further analysis revealed that the power port locknuts were found loose internally. This observation is not related to the reported event. However, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required, the most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries and a battery with a soldering defect. An internal investigation has been open to evaluate the momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.